Manufacturer narrative:
It was initially reported that the model number of the device was unknown; however, upon further investigation the user facility was able to provide the model number. Section d has been updated. The evaluation has been completed. Section h codes and section b5 have been updated.

Event description:
It was originally reported that when the stretcher is being set to the lowest height it lowers all the way to the floor, which poses a risk of lowering on to the user's feet. Upon further investigation, the user facility clarified that because the pump pedals on each side lower when one is pressed down, they have experienced issues where an unaware user had their foot crushed under the pedal on one side when the pedal on the other side was pressed. As a result, multiple users have sustained bruising to the top of their foot due to the pump pedal lowering on it.

Event description:
It was reported that when the stretcher is being set to the lowest height it lowers all the way to the floor, which poses a risk of lowering on to the user's feet. The user facility has had multiple users sustain bruising to the top of their foot due to the stretcher lowering on it. The user facility was not able to provide the model and serial number of the device.